Event description:
It was reported that the patient expired. The cause of death is unknown. There was no device or therapy issues that contributed to the outcome. The customer reported that no additional information could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The cause of death and other details surrounding the event were not reported. No autopsy was performed. No further information was able to be provided. (B)(4) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.